Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. A scope communication error e224 displayed on screen due to faulty cable unit. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the camera head connector was damaged by a strong force applied to it. Based on this, communication between the processor and the camera head could not be made resulting in no image displayed. The following is included in the instructions for use which can prevent the event: "do not bend the video connector by hitting the electrical contacts or optical connections of the video connector. It may not be possible to connect to the camera control unit or it may cause a connection failure." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image because the camera could not connect to the camera head. The reported problem was found during an unspecified procedure. No patient injury was reported. No additional information has been obtained.